Event description:
Our sales rep, reported that the patient had a gmrs prox tibia with a mrh femur that was done +- 2years ago. Doctor wanted to replace the bushings of the patient after the patient started complaining of pain and an unstable knee for the past 4 months. Apparently when doctor did the surgery, he found the ts stem was broken on the thread area and the mrh femur was completely loose.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender from the femoral boss was reported. The event was confirmed. Material analysis indicates that the threaded end of the fluted stem broke in fatigue. Minor burnishing was observed on the inside of one of the splines of the tip of the fluted stem that most likely occurred during assembly. Not enough information is available to determine if the proper torque was used during assembly. No material or manufacturing defects were observed on components examined. Medical review indicated that the root cause of this pi case is the cementing technique that did not provide cement support for the central section of the mrh femoral component near the connector area resulting in loss of bone support for the mrh device near its central section with an overload condition developing with fatigue accumulation and a fatigue fracture as end point. Alternatively, a gmrs type of distal femoral component could have been used to avoid the current problem. Cement technique and component choice are the responsibility of the surgeon and as such the root cause of this pi case is procedure-related and not device-related. Device history review: DHR review was satisfactory. Complaint history review: chr review indicates that there are no similar events for the lot. Material analysis indicates that not enough information is available to determine if the proper torque was used during assembly. No material or manufacturing defects were observed on components examined. The medical review concluded that the root cause of this pi case is the cementing technique that did not provide cement support for the central section of the mrh femoral component near the connector area resulting in loss of bone support for the mrh device near its central section with an overload condition developing with fatigue accumulation and a fatigue fracture as end point. Alternatively, a gmrs type of distal femoral component could have been used to avoid the current problem. Cement technique and component choice are the responsibility of the surgeon and as such the root cause of this pi case is procedure-related and not device-related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Our sales rep, reported that the patient had a gmrs prox tibia with a mrh femur that was done +- 2 years ago. Doctor wanted to replace the bushings of the patient after the patient started complaining of pain and an unstable knee for the past 4 months. Apparently when doctor did the surgery he found the ts stem was broken on the thread area. And the mrh femur was completely loose.